Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts. Additional information was received stating that the implantable pulse generator (ipg) was explanted due to an elective replacement. The patient is doing well post operatively. Explanted device will not return due to facility policy and electrocautery was used during the procedure.